Event description:
It was reported that the power cord issue occurred. An avvigo plus multi-modality guidance system was installed, and it was noted that the power cable and harness were secured, and the system passed all functional testing. The wires of the avvigo plus power cord were not secured and sparking. It was discovered that days after the install, the user had moved the table side controller (tsc) display from its original location. The boston scientific field services responded, the power cord connector was replaced, and all cables were rerouted and secured. There was no patient involved.

Manufacturer narrative:
D2b: pro code (product code): dqk, dsk, iyo, itx.